Manufacturer narrative:
This report is submitted on december 8, 2020.

Event description:
Per the clinic, the patient underwent surgery to reposition the receiver/stimulator (specific date not reported). The implanted device remains.